Event description:
It was reported that the customer passed while wearing the insulin pump. It was stated that the customer was not feeling well and the doctor gave him a medication for his upper respiratory infection. The wife stated that she does not want to have the insulin pump back. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with depleted battery "energizer alkaline" installed. The device was unable to prime during the prime test. Unable to confirm the root cause due to the insulin pump preservation. However, the insulin pump passed the displacement test. Further testing could not be performed due to the prime/fill anomaly.